Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's wife that the customer has experienced high blood glucose. She also reported the pump alarmed no delivery. The customer had an infection and was treated with cortisone shots. The customer's blood glucose was 600mg/dl, treated with manual shots and bolus. Customer's current blood glucose was 203mg/dl. Customer was unable to perform the high pressure test, due to not having tubing clamps. The customer was advised to change entire set, reservoir and insulin. Advised to call when tubing clamp are received in order to perform high pressure test.